Event description:
It was reported that there has been an issue with the packaging of the device. Inside of the carton was only the inner packaging the middle packaging wasn`t there. Therefore it was impossible to hand over the implants. There was a delay of 10 min.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A visual analysis noted that the outer blister was returned containing the femoral component only; the inner blister had been removed. The reported event is related to a packaging issue and does not indicate a functional failure. The exact cause of the event could not be determined because of lack of information. According to the sales rep, there was no shrink wrap on the device and the outer packaging was fully undamaged. According to the device history record, this device was released into finished goods with both an inner blister and shrink wrap. It appears that the shrink wrap had been removed sometime between leaving finished goods and arriving to the surgery. The shrink wrap is not a sterile barrier and thus the device would have still remained sterile. The inner blister could not be removed unless the outer blister was opened. It cannot be determined when the inner blister was removed from the packaging. Photographs of the reported device while being opened are needed to confirm the reported event. The reported event regarding a missing inner blister involving a triathlon cr fem comp #6 r-cem was not confirmed.

Event description:
It was reported that there has been an issue with the packaging of the device. Inside of the carton was only the inner packaging the middle packaging wasn`t there. Therefore it was impossible to hand over the implants. There was a delay of 10 min.